Event description:
Customer states: bleeding within seconds of trach change on formed stoma; mother thought the trach tube was bigger than usual for same size. Customer reported the patient was hospitalized and the non-routine trach replacement was required.